Event description:
It was reported that the patient presented in the clinic for a routine device check. Upon interrogation was noted that the implantable cardiac monitor (icm) exhibited post-sensed t-wave over-sensing. Programming interventions were made. The patient was in stable condition.